Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed that the conductor wire was broken at the pulley bank waterfall on the proximal end. The electrical continuity test failed. Based on the information provided at this time, this complaint is being reported because the instrument had conductor wire damage with no evidence or claim of user mishandling or misuse.

Event description:
It was reported that during an incisional hernia repair the customer had cautery issues with the fenestrated bipolar instrument. The customer swapped the cable with no success. Replacing the instrument resolved the issue. The procedure was completed with no patent harm.